Manufacturer narrative:
Patient information was unavailable from the site. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system lost power during a case. They re-booted the system and it said the file or directory is corrupt or unreadable. They ended up being able to hit ok, but it displayed the error whenever the system was started. After clicking through the errors, the system seemed to be functioning correctly. The software was re-loaded for an update, and the issue was resolved. There was no patient impact reported.